Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One device was received. The physical condition noted a broken tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaks inside from the interlock block confirming the customer complaint. The threads in the interlock block are stripped due to wear from usage. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2006 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the warmer was leaking from the inter block. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.